Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead placed in the his position was explanted and replaced. It was reported that high pacing thresholds had resulted in loss of capture. The patient presented to the hospital with pre-syncopal symptoms, however there was no asystole due to the patient's underlying rhythm. The patient was hospitalized due to the revision, intravenous antibiotics were administered to the patient, and follow-up was increased. A new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pacing thresholds and loss of capture.